Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following was translated from spanish to english: the client informed that there was a piece of the needle at the cartridge. The patient's responsible reports that she has had problems "specifically at the time of throwing the shot since there was no solution" with her surepal 15 device, even though they had already changed it in march of this year. Tests are performed on the device without finding anomalies. However, when requesting to check the cartridge, it is found blocked by a needle fragment. The manager comments that since the end of july they began to have problems with this cartridge and from then to the date the batch treatment of the mv0588 cad cartridge has been suspended. Additional information received on december 13, 2023: what is the batch and catalog of the product? The patient was able to be contacted, however he indicated that he already discarded the needle packaging at the time of use. Since the device was provided to him since 2021, on our side we carried out the traceability of the product components, however the patient commented that he has changed needles constantly and it is not possible to ensure that it is the needle with which the product kit was released. Was the reported incident noted before, during, or after use on the patient? The patient mentioned that this is the first time the needle broke and got stuck in the device he uses. Was there a need for medical and/or surgical intervention due to what happened (imaging examinations, surgery, medication administration, etc.)? (Detail). No.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following was translated from spanish to english: the client informed that there was a piece of the needle at the cartridge. The patient's responsible reports that she has had problems "specifically at the time of throwing the shot since there was no solution" with her surepal 15 device, even though they had already changed it in march of this year. Tests are performed on the device without finding anomalies. However, when requesting to check the cartridge, it is found blocked by a needle fragment. The manager comments that since the end of july they began to have problems with this cartridge and from then to the date the batch treatment of the mv0588 cad cartridge has been suspended. Additional information received on december 13, 2023: what is the batch and catalog of the product? A: the patient was able to be contacted, however he indicated that he already discarded the needle packaging at the time of use. Since the device was provided to him since 2021, on our side we carried out the traceability of the product components, however the patient commented that he has changed needles constantly and it is not possible to ensure that it is the needle with which the product kit was released. . Was the reported incident noted before, during, or after use on the patient? A: the patient mentioned that this is the first time the needle broke and got stuck in the device he uses. Was there a need for medical and/or surgical intervention due to what happened (imaging examinations, surgery, medication administration, etc.)? (Detail) a: no.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.